Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 21 (position change does not coincide with motor direction) error message during shift check. No troubleshooting measure was attempted by the user to clear the observed ua 21 error message. The reported event did not involve a patient. No further information was provided.